Manufacturer narrative:
The suspect emitter has been received by the manufacturer for evaluation. The returned part was connected to a system for four hours and the reported issue could not be replicated. The system remained in green status during all testing. Flexing the cable does not indicate any intermittent opens. No fault found.

Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that an emitter was replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect emitter has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that during functional endoscopic sinus surgery (fess), there was an issue tracking instruments. The emitter of the navigation system was swamped with other system and had no sues with tracking instruments. It was reported that t chirping sound from the emitter did not sound normal. The procedure was completed with the use of navigation. There was no delay to procedure. No known impact on patient outcome.